Event description:
A report was received that the patient was admitted to the hospital. It was noted that the patient now have a PICC line and was administered two IV antibiotics a day for an unknown reason. Patients blood was also examined twice a week. It was also stated that the patients condition was not device related.